Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-00561. During the implant procedure (B)(6) it was reported the physician experienced difficulty inserting the lead into the ipg header. A second ipg was used, and the connection was obtained. The physician then attempted to disconnect the lead from the ipg but was unable to do so. The lead subsequently broke and a portion remained lodged into the ipg header. Due to these issues, the implant procedure was abandoned. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.